Event description:
The customer reported frequent bent cannulas. The customer was also concerned that the insulin pump had not alarmed no delivery. Attempted to conduct the high pressure test, but the customer refused. The customer then asked to speak to a supervisor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.